Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: felt lousy. A pt reported they were unable to obtain a true blood glucose result on their meter that resulted in an adjustment in the pt's medication. Their meter allegedly would only prompt blood reading as control and a discolored display. The result on their meter was unk. The result on the doctor's meter was unk. The time difference between pt's meter and doctor's meter was unk. Treatment was unk. Pt had medication adjusted due to the meter readings. No further info has been reported.